Manufacturer narrative:
Additional information: d9, g3, h2, h3 one quadripolar, therapy cool path duo irrigated ablation catheter was received for evaluation. The catheter partially deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications. The catheter handle was opened and excess slack was noted in the activation wire, which is consistent with the deflection issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported deflection issue and subsequent delay was due to a loose activation wire.

Event description:
Related manufacturing ref: 2030404-2021-00081. During a supraventricular tachycardia ablation procedure, the catheter did not deflect as intended which caused a delay. Another catheter was used to complete the procedure with no consequences to the patient.